Manufacturer narrative:
Production date: 01/31/2019. Associated medwatches: graspers reported separately per failure mode (xc 1000024191) this report was for "jaw appears to be broken". It was reported that the shaft separated from the joint area and the knob is detaching on several devices. The samples that were provided were sent to the supplier for evaluation. Results of the investigation show that the root cause was determined to be related to inconsistencies in the manufacturing process at the welding area for lots beginning with an "m". As a result, these complaints have been confirmed by the aesculap quality assurance team. Furthermore, aesculap is working with the supplier of these devices to institute appropriate corrective actions and control measures. As a result of an adverse trend for micro stamping devices exhibiting failure at the thumb-loop assembly joint, scar (B)(4) had been issued for root cause and corrective action.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. Previous investigations performed against devices returned with distal braze failures identified improvement opportunities following a review of the tube sub assembly test procedure work instruction (wi), the brazing procedure wi, and the brazed joint buffing wi. While the tube subassembly joint is 100% percent tested with a torsional force, there was no requirement for applying a bending force to the joint. Therefore, a manual bend test was added to the wi. Additionally, a review of the torque test fixture and accompanying wi, noted the potential for the tube to slip inside the collet during inspections allowing for a defective part to potentially pass this test. The tube sub assembly test procedure was further updated to note this potential failure mode and to define the process for cleaning the parts and fixture/collet with alcohol prior to use. A review of the brazing procedure wi revealed that the glass tube was too short to effectively seal the brazing area off from the surrounding environment. Without a proper seal the brazing area could have insufficient argon present to facilitate effective brazing. The brazing procedure wi was updated to include a check for this condition prior to brazing. Additionally, the supplier updated the wi to optimize the order of operations of when flux is applied, the soldering ring is assembled, and the tube is loaded. This change ensured that flux would be present throughout the entire joint space and allow for proper solder travel. Furthermore, a functional review and visual examination of the nest, which the tube sub assembly sits into, was performed. This review revealed that the two argon access holes were clogged. Therefore, the associated preventative maintenance activities were updated to monitor the access holes and prevent a recurrence of buildup. Finally, the supplier updated the brazed joint buffing wi to note the potential failure mode of excessive buffing, which could remove too much material and weaken the joint. The product was returned and evaluated at tek park for "jaw appears to be broken". Visual inspection showed some sort of white adhesive stuck to the distal end of the instrument. Repair information was not available. Physical inspection summary noted that the instrument function was smooth and consistent. Jaws aligned properly when closed; the device succesfully grasped and held 90 grams. Locking mechanism functioned properly and the instrument freely rotated 360 degrees. The complaint of distal separation was not confirmed. Based on prior evaluations of complaint devices reported with a failure mode of distal braze break/separation, this event likely occurred due to inadequacies in the defined production process which limited the device performance. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the prestige graspers. There were a total of 6 graspers that malfunctioned for various reasons in one day. The reporter was not certain if they were found in sterile processing or during a procedure. This report is for jaw appears to be broken. For the unspecified malfunction(s) that occurred during a laparoscopic cholecystectomy, there was no harm to the patient; however, a 30-minute delay was noted. Additional information was not provided. Associated medwatches: graspers reported separately per failure mode.